Event description:
Report received of the pump "changing settings and turning itself off." The pump was returned to the biomedical engineering department with a note that stated, "in drip mode, setup, running, back into room 5min, screen says, do you want to clear setting?, no backscreen." Although the customer was contacted for additional event and patient details, no further information was available.